Event description:
The customer reported receiving a motor error alarm while he was trying to give himself a bolus delivery. The customer's blood glucose level was 125 mg/dl. The insulin pump was not exposed to a strong magnetic field such as an MRI. Troubleshooting was conducted and the pump was able to complete the rewind sequence. The customer will be returning the insulin pump. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test and unable to prime during prime test due to faulty force sensor. The motor passed motor test. The insulin pump had minor scratches on lcd window and cracked reservoir tube lip.